Event description:
After pre-dilation with a 3.0mm diameter ptca balloon, a 3.0mm diameter by 12mm length s7 stent delivery system was inserted to treat a severely calcified lesion in the right coronary artery. It was not possible to cross the target lesion in the right coronary artery. It was not possible to cross the target lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter. The dislodged stent was successfully retrieved at the femoral sheath and removed from the patient. The target lesion was pre-dilated again then another s7 stent was inserted into the artery. The stent was unable to cross the target lesion therefore it was removed. Upon removal, the stent dislodged from the delivery balloon when it was retracted into the guide catheter at the femoral sheath. The stent remains in the patient's arterial vasculature with no signs of distal occlusion. The target lesion was subsequently treated with another manufacturer's stent. The patient was reported to be fine post procedure and there was no additional clinical sequelae related to the event. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter during removal. Separate medwatch reports have been submitted for each device involved in this event.